Manufacturer narrative:
Zimvie received one (1) xiitp4311, (osseotite tapered certain prevail implant 4/3 x 11.5mm) for evaluation. Visual evaluation was performed, the implants drive feature was altered and damaged. No fragments were found inside the implant. One (1) sgiim4s (navigator certain implant mount 4.1mm(d) short) was not received for evaluation. This complaint refers to one (1) sgiim4s. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the sgiim4s dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00320-haz, the most likely root cause determined from the investigation was the incorrect implant mount used. Therefore, based on the available information, a device malfunction was not established. The fractured mount was not returned. The reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided; age and date of birth unknown / not provided; gender unknown / not provided; patient weight unknown / not provided; lot/serial # unknown / not provided; device expiration date unknown / not provided; device UDI number unknown / not provided; PMA/510(k) number unknown / not provided; device manufacturer date unknown / not provided.

Event description:
It was reported that clinician was lacing implant with surgical guide as recommended from implant concierge order. Used hand tool from tapered navigator surgical kit as stated in directions, to seat implant. Implant made a pop sound during hand tool placement. Unscrewed mount from guide and the long screw through mount broke off into implant. Unable to place with new mount as implant seems to have hex damage. A handheld tool was used to easily back out the implant. No new implant available so implant site 20 was sutured and clinician was unable to complete procedure. Patient will return to replace implant.